Event description:
It was reported during an unknown surgery the tip of the t handle broke off during loosening. The tip remained in the screw head. The rod needed to be cut and both the rod and screw had to be replaced. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). It is presumed that in this present case, the wrong instrument was used and it caused this damage. Further investigation using the material and manufacture documents did not point to any deviations from the specifications. Manufacturing documents were reviewed and no complaint related issues were found.